Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended causing loss of stimulation. The patient's ipg was replaced and the explanted ipg will not be returned.